Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: damage to left implant, implant replacement is necessary due to the leakage of silicone and deformity of the breast.

Event description:
Physician reported " damage to left implant, implant replacement is necessary due to the leakage of silicone and deformity of the breast." Device has been explanted.

Event description:
Physician reported " damage to left implant, implant replacement is necessary due to the leakage of silicone and deformity of the breast." Device has been explanted.